Event description:
Customer was testing her blood glucose (bg) with comfort curve strips stored outside of the original vial, which is against manufacturer's labeling. She tested 3 times the morning of 2008, took additional insulin with each test. At 12:00 pm, she received an advantage/comfort curve system bg result of 22 mg/dl. Emt's were called, treated the customer with glucose gel, transported her to hospital. Hospital admitted her, treated with IV glucose, discharged after 4 days. A request was made for the return of the system, replacement was sent.